Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had loose caps. This was observed prior to patient use, in the continuous ambulatory peritoneal dialysis (capd) room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the patient cap had separated from the connector. Under water pressure testing was performed, with no issues noted. Functional testing (self-test and priming) was also performed, and no abnormality was observed for the sample. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.